Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted and replaced due to high pacing thresholds and loss of capture only two months after implant. The lv lead was replaced with a new epicardial lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The outer insulation integrity was unable to be tested due to cuts in the insulation 38 cm from terminal pin that correspond to cuts in the suture sleeve. The cuts were determined to have occurred during explant. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported high pacing thresholds or loss of capture.